Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, leading to the pump shutting off. Customer's blood glucose level was 896 mg/dl with high ketones. The elevated bg was addressed by a correction injection via manual insulin therapy and a bolus via the pump. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged 4 days later, (B)(6) 2024; with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.